Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoir was not occluded.

Event description:
The customer's mother reported via phone call that they received a no delivery alarm during a bolus. The customer's blood glucose was 367 mg/dl. Troubleshooting found insulin was unable to exit during a fixed prime. It was also found insulin was unable to exit with a plunger push. Customer was advised their reservoir/infusion set connection was occluded. The mother also declined to troubleshoot for the customer's high blood glucose and pain at site. The reservoir will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.